Event description:
The product was used during an unspecified procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
Since the submission of co's first supplemental report, sealed samples were received for eval.